Event description:
It was reported that patient experienced ineffective therapy and that ipg had become inoperable. It was noted that patient used tonic stimulation. Lead diagnostics showed that contacts 1-8 had all high impedances. Reprogramming was attempted. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The event of system replacement was reported to abbott. The patient underwent a system replacement. The patient's ipg was explanted and replaced due to the ipg becoming inoperable. The patient was experiencing ineffective therapy with high impedance on one lead. Both leads were explanted and replaced with a paddle. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.